Event description:
Consumer reported complaint the true metrix meter did not power on when a test strip was inserted. Son is calling on behalf of the customer. The customer reported feeling shaky and believed her blood glucose was high; medical attention was not needed at the time of the call. The customer was using the incorrect test strips for the meter; customer was using competitor test strips and was going to purchase the correct test strips for the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.